Manufacturer narrative:
A product development event evaluation was conducted and the report indicates the head of the returned coupling screw has detached form the shaft at the weld. Numerous dents and dings exist on the head. As noted in prior complaints, the helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. A review of the product design/drawings showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique guide, could result in loading conditions that may lead to breakage. The returned device was manufactured in jan 2007 and is over 6 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use. A review of the device history record indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.

Event description:
During a trochanteric fixation nail (tfn) nailing on (B)(6) 2013, the head of the helical blade coupling screw broke. This occurred while the surgeon was inserting the helical blade. The surgeon was unable to disengage the coupling screw. As a result, the surgeon removed the entire nailing fixation assembly. A hammer was used to extract the nail. The surgeon replaced the initial hardware with another nail fixation system. It was reported that no fragments were left in the patient. Surgery was extended 15 minutes due to the event. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment not diagnosis. Additional narrative: the as received condition of the helix blade shows anodized rubbed away on the shaft. Some material displacement and damage is evident in the flat feature on shaft. This manufacturing investigation is being performed as part of stock evaluation 1522. This complaint is being reviewed to confirm that the product is within all final specifications. The returned product was investigated to the latest design specifications via inspection sheets (B)(4). The damage to the pocket feature prevents measurement of w1 flat width. Since all features relevant to the complaint condition cannot be measured, the complaint is indeterminate. An additional product development investigation was performed on an existing complaint. For this complaint, the coupling screw broke. The root cause of the complaint can not be confirmed. Therefore, this evaluation is indeterminate from a design perspective.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with one nonconformance noted. Nonconformance ncr us1054813 was written for a document error. The raw material certification was supplied with ksi units used for the mechanical testing and the requirement is for metric units. There was no adverse affect on product. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.